Manufacturer narrative:
This report is submitted on march 21, 2018, (B)(4).

Event description:
Per the surgeon the patient experienced constant pain at the implant site since implantation in (B)(6) 2016. Subsequently, the patient was treated with topical antibiotics and a topical steroid over the past year; however the issue could not be resolved. There are plans to remove the abutment and place a magnet; however, yet to occur as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the abutment was removed under a general anaesthetic on (B)(6) 2018.

Manufacturer narrative:
It was reported that the patient's abutment was removed due to infection. This report is submitted on june 29, 2018.